Manufacturer narrative:
MFR's report date: june 27, 2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking between the maxplus clear needleless connectors and the connecting products. No additional info available. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.